Event description:
It was reported that the device reservoir case leaks. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: 4580; a050401 [1250]; b17 [4114]; c20 [3221]; d15 [4315]

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: e4: customer reported to FDA: no information d5: operator of the device: unknown h6: event problem patient code: 4582

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found cracked enclosure and clouded tank cover. Broken pole clamp. Outdated printed circuit board (pcb) and power switch. Functional testing found leaks from the crack in the back of the enclosure near the drain tube confirming the customer complaint. The root cause of the reported issue was found to be wear and tear from use of the drain tube and a poor design. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. This issue is being monitored via trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: d4: model number.